Event description:
Cartridge alarm 30 was reported by the caller, and it was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer had previously reported similar issues with this pump, and cartridges were being changed accordingly. As a resolution, the technical support team decided to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.